Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
The customer reportedly received no delivery alarms on the insulin pump during a bolus delivery. The issue was resolved by changing the reservoir and infusion set. Customer's blood glucose was 133 mg/dl when the alarm was initially received and cleared; later her blood glucose was 299 mg/dl when she received the alarm again and resolved the issue with the complete set change. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.